Event description:
It was reported that during a laparoscopic whipple with da vinci procedure, they were taking small branches of the pancreas and the device worked as intended. They were navigating around the anterior and after a while, they saw bleeding coming from an unsealed vessel. They had to convert to open to control the bleeding. It is unknown how much bleed occurred. The bleeding was controlled by tying off the vessel. The patient received one unit of blood and is currently stable. Also, the case was converted to open prior to research the part of the procedure where the da vinci was used. They were using the gen 11 and throughout the case they were getting generator error, replace instrument error and instrument not found. The device used in the case was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information requested but not yet received.